Event description:
It was reported that lead impedance was greater than 200 ohms, and that a fracture was detected in the lead near the connector pin. The lead has been removed from service. No patient complications have been reported as a result of this event.